Event description:
A falsely depressed creatinine (crea) result was obtained on a patient sample. It is unknown if the result was reported. A higher result was obtained in repeat testing. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed creatinine result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed creatinine result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.